Manufacturer narrative:
The evaluation conclusion code is no longer applicable.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implanted pump for non-malignant pain. The patient had the pump implanted on (B)(6) 2015 and for the first few months it was a total miracle and pain was alleviated. However, the incision got infected within a week or two of implant. The doctor would not refill the pump and (B)(6) 2016 was the last time the patient was seen by this doctor. They finally went to another healthcare provider (hcp), who told them to go back to the first doctor and tell him he needed to refill the pump as it needed to be refilled every 90 days. The patient kept calling and was told in january he would not refill until february. It was noted finally 7 months later he refilled the pump. A different hcp had done two refills on the patient and told them it needed to be refilled every 90 days and the patient was asking for another hcp in the area to refill, as they were billed outpatient every refill. No interventions were mentioned. In 2015, the patient experienced a loss of pain relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.